Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited low, out-of-range pacing impedance measurements. It was reported that impedances had been low for at least a year. Noise was noted on all three channels, which resulted in declaration of atrial tachy response and one non-sustained ventricular tachycardia event. Noise was reproducible. Atrial and shock impedances were reportedly steady and within range. A technical services consultant suggested further evaluation and the field representative stated they would discuss the issue with the physician. No adverse patient effects were reported. This device was explanted for an upgrade and returned for analysis. The associated right ventricular (rv) lead was explanted and analysis found insulation damage which likely caused issues noted on the rv channel.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited low, out-of-range pacing impedance measurements. It was reported that impedances had been low for at least a year. Noise was noted on all three channels, which resulted in declaration of atrial tachy response and one non-sustained ventricular tachycardia event. Noise was reproducible. Atrial and shock impedances were reportedly steady and within range. A technical services consultant suggested further evaluation and the field representative stated they would discuss the issue with the physician. No adverse patient effects were reported. This device remains in service.